Event description:
While performing preventative maintenance on the device, the biomed found an error code 04000 in the logs. There was no reported patient or user involvement and no adverse patient/user impact.